Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during pumping. Additionally, an occlusion alarm occurred. Blood glucose was 500mg/dl. Reportedly, the pump supplies were changed to resolve the issues.